Event description:
It was reported that the patient was advised to turn her device off for one month. When she tried to turn the device back on, she could not feel any stimulation sensation and had a loss of therapeutic effect. The stimulator was replaced. Further information is being requested from the hcp.